Event description:
The customer reported that they experienced a waste liquid leak on a unicel dxl800 access immunoassay system. Three people were affected by this leak. This report is one of three and represents the first employee affected by the waste liquid leak. No patient results were involved in this event. There was no modification to patient treatment associated with this event. The employee exposed to the leak did not wear personal protective equipment when interfacing with the leak as they initially believed it to be water. There was direct biohazardous exposure to their hands, which had no open wounds. It is unknown whether the facility possessed a specific exposure management plan however the employee exposed to the liquid waste interfaced with their occupational health department. The material safety data sheet was reviewed, and a beckman coulter effluent waste letter was provided to the customer. The employee sought medical attention in conjunction with this event. No medical treatment was initiated. The employee was tested for infectious diseases and will undergo a six month series of testing due to the exposure to the liquid waste of the instrument. Since seeing a physician the employee is healing. There has been no evidence provided that suggests a serious injury occurred during the event, however if additional information is provided at a later date indicating that medical intervention was later required as a result of the diagnostic monitor testing a FDA 3500a supplement will be filed.

Manufacturer narrative:
The instrument's external waste line had become disconnected. Service was not dispatched for this event as the customer was able to correct the issue through normal troubleshooting. They reconnected the line to the instrument. Hardware is the root cause of this event. Associated mdrs: 2122870-2011-06047, 2122870-2011-06048, 2122870-2011-06049.